Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex and one endeavor sprint rx drug-eluting stent implanted to the 2nd obtuse marginal. On the same day the patient suffered a myocardial infarction (mi). The mit was related to the target vessel. The investigatory indicated that the reported event was definitely related to the study device. The patient was asymptomatic at 30 day and 3 months follow-up. (Ref MFR # 9612164201100786).

Manufacturer narrative:
(B)(4): evaluation results: (myocardial infarction).

Event description:
Additional information received confirmed that target lesion/vessel revascularization was performed approximately 5 months post index procedure.